Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was intended for implantation in a patient for the emergency endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. The access vessels were tortuous and calcified. It was reported that during the index procedure, the device was inserted but the physician had difficulty delivering it to the target site. The device was then removed, because the graft cover was noted to be wrinkling (folding) when attempting to deploy the stent graft. The physician then performed pta on the access vessel and successfully used a second endurant ii device (etbf2513c166ej) to treat the patient. The physician stated the cause of the event was anatomy related, due to the anatomical features and shape of the access vessel. No additional clinical sequelae were reported and the patient is fine.